Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
We received medwatch u/f importer report # (B)(4) with the following information: "patient was position prone in mayfield head pins - after the procedure had finished and drapes were torn down. Staff in the room had noticed that the pins had slipped causing a laceration on the patients head. The patient's laceration was closed with staples by the resident in the room. Mayfield parts involve: torque screw#20, skull ratchet#12, skull ratchet #17. All pieces involved will be removed from service and sent out to be examined."

Event description:
N/a

Manufacturer narrative:
The mayfield skull clamp was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history records (DHR) could not be reviewed. The root cause of the reported issue could not be determined. However, a probable root cause for the reported complaint is improper or suboptimal placement of the skull clamp on the patient. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.